Event description:
It was reported to philips that exposure was not possible. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened before the start of the procedure. It was reported that the system indicates ¿problems with the monitor for patient input¿. The philips remote service engineer (rse) inspected the system remotely and confirmed that exposure was not possible. Review of the system log file showed ¿application error¿ malfunction. Upon further inspection, rse found the issue to be with the image database. Rse repaired the database through remote connection. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.